Event description:
Material #515052, lot #2409301. Verbatim: we had another event today. This time it was from the secondary line. Please review the synopsis below. We have the tubing if you want to pick it up. Patient sitting in chair with port accessed. Trabectidin running via secondary line through pump to port. Patient¿s son noted fluid dripping onto the floor and called rn. Rn stopped the infusion and assessed. She noted chemo leaking at the connection site from the secondary line to n35-0 non-locking injector. She noted the pieces weren¿t fully connected and reconnected the lines. Approximately 25ml of fluid noted not the floor. Rn notified md and pharmacy. Md did not want any changes and for patient to finish her treatment. Pharmacist assessed site and cleaned up spill. Confirmed rn securely connected pieces. Note: patient states she touched the line with her fingers, they did get wet. She washed her hands with soap and water; denies irritation. Patient instructed to let us know if she experiences any symptoms. 1.what medication was being administered and leaked. 2. Was this a chemotherapy drug? Yes chemo-yondelis.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(6) follow up MDR for device evaluation: two injectors along with the IV tubing was provided to our quality team for investigation. The products were visually inspected, no issues were observed on any of the luer threading. A device history review was performed for reported lot 2409301, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification such as the luer threading. Results were reviewed for the reported lot and no issues related to the reported event were found. Dimensional testing was completed on the samples provided, all product was verified to meet required specification. Retained samples of lot 2409301 were used for additional evaluation. No damage was observed on any of the luer threading and all product was verified to meet required specification. Based on the quality team's investigation, and given the device records did not identify any issues related to this incident, a root cause related to the manufacturing process cannot be identified at this time. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.